Event description:
Allegedly, patient underwent left thr on (B)(6) 2017. Revised on (B)(6) 2022 due to dislocation. Initially surgeon replaced head, then cup, then stem until hip eventually became stable. All components removed and replaced with another manufacturer's system. (B)(6) - (B)(4).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Manufacturer narrative:
Section f.5: awareness date has been updated.